Manufacturer narrative:
Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Based on the visual inspection carried out, the damage on the lens optic appeared to be a cut to facilitate the removal of the lens from the eye. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. (B)(4).

Event description:
Lenstec, inc. Received an email notification stating "lens was implanted and doctor removed as posterior capsule rupture occurred. Implanted a starr cq lens, no stitches were needed and no adverse event with patient".